Event description:
Event description cpi received information that the physician had positioning and high threshold issues with this endurance ez lead at attempted implant. The right ventricle wall was perforated by the lead creating cardiac tamponade. Lead was discarded.